Event description:
According to the report, the surgeon was displeased with the quality of the allograft. The surgeon stated the graft was very flimsy. After separation from bypass, it tore apart from the aorta. It had no structural integrity. In addition, the pledgets made from it to fix the torn arch patch fell apart.

Event description:
According to the report, bioglue was used in a procedure for repair of an aortic dissection and the patiently subsequently expired. However, the report does not specifically suggest that the death was related to bioglue. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Device not returned to manufacturer.